Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2316500, model: sc-2316-50, serial: (B)(4), batch: 16420792.

Event description:
It was reported that the patients leads had high impedances. The patient underwent a lead replacement procedure and was doing well post-operatively. The explanted leads were not returned.